Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6949 implantable tachy lead 2005-(B)(6); 5076 implantable pacing lead 2013-(B)(6); 4396 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting persistent post-ventricular pace t-wave oversensing (twos). Sensitivity was decreased but the oversensing continued. Post-ventricular pace blanking was then extended which resolved the oversensing. Changing the pacing configuration also resolved the oversensing. The clinician was to present the two options to the physician. The lead remains in use. No patient complications have been reported as a result of this event.